Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the analysis results of the ICD itself as well as the data returned for evaluation. The data returned for analysis were evaluated. The impedance trends revealed four values of the rv pacing impedance less than 200 ohm between (B)(6) 2018 and (B)(6) 2019. Furthermore the available iegm documented the presence of noise in the right ventricular channel. In a next step the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated. Based on the characteristics, the device was most probably damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. Therefore a potential damage of the ICD lead used with this device should be taken into consideration. In a next step, the manufacturing process for the lead and the ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the electronic module of the ICD was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated. Based on the analysis, the integrity of the lead cannot be assured. The analysis revealed no indication of a material or manufacturing problem.

Event description:
After an implantation period of approx. 87 months, it was reported that it was not possible to interrogate the device.